Event description:
Per dealer mpj lost memory configuration error, cannot program it. New information: (B)(6) part number 1136923 isn¿t working properly. The end user cannot use the seating function properly. The initial complaint was on the joystick. But when the provider replaced the joystick, the problem persisted.